Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 453 mg/dl. Troubleshooting was performed and found that the customer was changing her infusion set every six days. It was advised that the customer change her infusion set every 2-3 days. It was also found that the customer was not practicing the proper priming technique during infusion set changes. The insulin pump was programmed correctly except for the time, which was off by one hour. The customer's nurse was assisted with setting the time correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.